Event description:
Revision surgery - while replacing the stem (from another company), the surgeon originally wanted to replace the liner with a 0 degree, but finally decided to remain with the 10 degree after removing original.